Manufacturer narrative:
An event regarding periprosthetic fracture involving a metal head was reported. Conclusion: the event was reported for periprosthetic fracture of the femur, there is no allegation or evidence of failure against the metal head which does not interface directly with the femur. Based on the provided information, the product reported in this investigation did not contribute to the event. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Sales rep reported a hip revision. Femoral head exchange after patient dislocated original. Additional information: there was a periprosthetic fracture and we went in to cable it. When surgeon was removing stem to cable the fracture, our thought was that he knocked off the femoral head in the process. It was head & neck. Left hip.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Sales rep reported a hip revision. Femoral head exhange after patient dislocated original.